Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was found to function within manufacturer's specifications. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/16/17 phone call, 6/18/17 phone call, 6/21/17 phone call. Unique device identifier: (B)(4).

Event description:
The hospital reported that, during a case, gas flow stopped during a case. The anesthesia machine was replaced. There was no reported patient injury.